Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 577 mg/dl; cause unknown. Customer administered a correction injection to address the bg. The customer was advised to check with a healthcare provider to discuss potential factors affecting blood glucose levels. The customer was also instructed to replace supplies as necessary and continue with insulin therapy, and they understood and acknowledged the guidance.